Event description:
It was reported that during a supply change the ilet user attempted to insert a new infusion set but failed to remove the needle guard. This resulted in an unsuccessful insertion and no insulin delivery until a new infusion set was used and properly inserted, after which insulin delivery resumed. No reported adverse clinical effects. Outcomes included no reported impact on health status and no hospitalization. Investigation included troubleshooting and education provided by support to guide correct infusion set insertion technique. Investigation of this case revealed user handling error leading to improper infusion set deployment, with the device and infusion set functioning as designed upon correct use. It was concluded, based on previously established findings for similar reports, that the cause was user error.